Event description:
The device failed to power up during servicing at philips. This was discovered during servicing, there was no patient involvement.

Manufacturer narrative:
(B)(4). The device failed to power up during servicing at philips. This was discovered during servicing, there was no patient involvement. The bench technician localized the issue to a failed processor pca. The processor pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer. This was a malfunction of the processor pca.